Event description:
Treatment of a large p-comm (posterior communicating artery) aneurysm. During deployment of the first pipeline in tortuous anatomy, it was reported that the device would not release from the capture coil despite torquing it ten times so it was removed from the patient. Three more attempts with three different pipelines were made, but the pipelines foreshortened due to the large size of the ica (internal carotid artery) and were removed. The procedure was completed with the fifth pipeline which was successfully implanted in the patient. No injury was reported with the patient.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).